Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was treated with intraperitoneal cefazolin (dose and frequency not reported) for peritonitis. Thirteen days after the event onset, the cefazolin was discontinued. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.